Event description:
It was reported that the patient experienced pain located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was replaced and therapy was restored. The issue was resolved through surgery.